Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check therapy pad messages) has been confirmed. Upon investigation the electrode belt did not pass essential performance testing. The cause for the failure was isolated to an pinched pulse wire in the white and purple wires. The root cause for the pinched wire could not be positively identified. There were no adverse events associated with the damaged electrode belt.

Event description:
A us distributor reported that a patient was experiencing check therapy electrode messages.